Event description:
The ring of the wire post was found broken in the surgery, after removal from patient.

Manufacturer narrative:
Additional information has been requested and if received will be reported on a supplemental report. Same patient event as MDR 8031020-2011-00030.